Event description:
Customer reported readings of 13.7, 6, 26.8, 9 and 12mmol/l completed within 10 minutes on one adc meter. Tests were performed on the finger. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event